Manufacturer narrative:
D4: product UDI ¿ the manufacturing date for the reported device is prior to 24sep2015, therefore no UDI. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the function testing indicate that the speaker produced sound. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was no sound at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concluded that no further action is required at this time. If additional information is received the complatin the will be reopened.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that there is a speaker malfunction error and there is no sound. The device was not in clinical use at time of event, no patient involvement.